Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose unknown date, with blood glucose of 299 mg/dl. Customer had symptoms like fatigue. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.